Event description:
Our affiliate reports that during an arthroscopic shoulder repair, a portion of the black insulating material at the distal end of the device flaked off into the pt's body. The debris was removed from the body and the procedure was completed successfully without further incident or harm to the pt.

Manufacturer narrative:
We are awaiting receipt of the complaint device towards conducting a root cause failure analysis. The results of our investigation will be the subject of a f/u report.